Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff/plaintiff's in united states on (B)(6)-2014 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced the following adverse events: in (B)(6)-2008, consumer went to the implanting physician to have essure implanted in her fallopian tubes for birth control. The implanting physician attempted to insert the device on his own with the delivery system and hysteroscopic equipment. After several attempts, the it was unable to place the device. After one month, consumer returned to the implanting physician, who attempted to place the device. Without bayer's representative present, the implanting physician attempted to place the device several times. Finally, the micro-inserts were placed. After two years, she was then hospitalized four times due to severe pain, fever, and fainting spells. Eventually a CT scan revealed that one of the micro- inserts had migrated from the fallopian tube and became lodged in or behind her colon. It was also discovered that there were three micro-inserts inside of consumer, instead of two. In (B)(6)-2013, as a result of essure, consumer underwent a complete hysterectomy and an additional surgery to remove the coil lodged in her colon. She now suffers from several autoimmune and adhesion disorders. No further information was provided.

Manufacturer narrative:
Legal complaint received on (B)(6) 2015: it was reported that the consumer's essure device migrated from fallopian tubes to her uterus/rectum resulting in five hospitalizations and hysterectomy on (B)(6) 2013. Consumer also suffered from pelvic pain, night sweats, numbness and tingling, and weight gain. Consumer sustained significant pain and suffering, both physician and mental and will continue to do so in the indefinite future. Company causality comment: this case report was received from an lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced CT scan revealed that one of the micro-inserts became lodged in or behind her colon and several autoimmune disorders. She was also hospitalized due to severe pain, fever and fainting spells. All reported events were considered serious (the first two due to medical importance; the remaining due to hospitalization). Several autoimmune disorders, fever and fainting spells are unlisted according to the reference safety information for essure, while the other events are listed. During essure micro-insert therapy there is a risk that the device move out of fallopian tube, this movement could be expulsion or migration (fallopian tube or abdominal cavity). The migration of essure to the abdominal cavity is sometimes the result of a complete uterine perforation; which may occur with any trans-cervical intrauterine procedure. In this particular case, essure insertion was reported as difficult (several attempts) and a CT scan revealed that one of the micro-inserts became lodged in or behind consumer's colon; she underwent a hysterectomy and surgery to remove the insert. The exact date and the mechanism of this migration are not known, however considering its nature, a causal relationship with essure cannot be excluded. Regarding the remaining events, limited information was provided, therefore causality between them and essure cannot be assessed. In addition non-serious events were reported. This case was considered an incident due to the required intervention. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (due to lack of sample return and any valid batch information). Medical ptc assessment considered that there is no suspicion of a quality defect based on this report. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow up information received on 08-jun-2014: ptc result provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro- insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect at this time. Medical assessment: the reported events are not indicative of a quality defect per se. In addition a usability issue was reported. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. Due to lack of sample return and any valid batch information the rqu was unable to confirm any quality defect and therefore concluded "unconfirmed quality defect". In summary, there is no suspicion of a quality defect based on this report. The reported usability issue will be subject to post marketing surveillance monitoring. Company causality comment: this case report was received from an lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced CT scan revealed that one of the micro­ inserts became lodged in or behind her colon and several autoimmune disorders. She was also hospitalized due to severe pain, fever and fainting spells. All reported events were considered serious (the first two due to medical importance; the remaining due to hospitalization). Several autoimmune disorders, fever and fainting spells are unlisted according to the international reference safety information for essure, while the other events are listed. During essure micro-insert therapy there is a risk that the device move out of fallopian tube, this movement could be expulsion or migration (fallopian tube or abdominal cavity). The migration of essure to the abdominal cavity is sometimes the result of a complete uterine perforation; which may occur with any trans-cervical intrauterine procedure. In this particular case, essure insertion was reported as difficult (several attempts) and a CT scan revealed that one of the micro-inserts became lodged in or behind consumer's colon; she underwent a hysterectomy and surgery to remove the insert. The exact date and the mechanism of this migration are not known, however considering its nature, a causal relationship with essure cannot be excluded, and it was considered an incident (required intervention). Regarding the remaining events, limited information was provided, therefore causality between them and essure cannot be assessed, and they were considered non-incidents. In addition non-serious events were reported. Further information will be obtained through the litigation process. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (due to lack of sample return and any valid batch information). Medical ptc assessment considered that there is no suspicion of a quality defect based on this report.